Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500mg/dl. The customer treated with bolus and by drinking lot of water. Customer reported that there were leak in infusion set. Customer was advised to change the infusion set. The product was returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Please see section a4 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.